Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The reason for this revision surgery was a dislocation. The previous surgery and the revision detailed in this investigation occurred over 4 months apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device has not been made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were three non-conforming material reports (ncmrs) associated with the part 530-12-108, altivate reverse humeral stem, size 12 mm standard. First ncmr (B)(4) states that all (B)(4) items in the lot were rejected due to the incompletion of the broken-up-structure (bus) bus run (annealing and aging/gas fan cooling segment). Subsequently, all the items were reworked by restarting the bus run from the interrupted point of gas fan cooling segment, continued processing and all the items of the lot were accepted. Second ncmr (B)(4) states that out of (B)(4) quantity lot all items were rejected due to failing in thread gage and the 3 items were rejected also due to marks in porous coating. All the items in the lot were reworked with suitable operation and accepted. During the inspection after the operation of chase threads with manual tap, 5 components of this lot were rejected as 10-32 unf-2b thread, fine thread, was out of tolerance and were scrapped. Third ncmr (B)(4) states that out of (B)(4) quantity lot 1 item was rejected due to discoloration, 2 items were rejected due to presence of tape residue on porous portion and these 3 items were subsequently reworked with suitable solution and all the items of the lot were accepted. The device was within the expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's dislocation. The root cause of this complaint was a revision surgery due to the dislocation. There are multiple factors that may contribute to the event that are outside the control of djo surgical are patient activities, trauma, incorrect implant selection and patient non-compliance with medical instructions. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.